Manufacturer narrative:
The initial reporter was the medical technology. Repair was performed by replacement the faulty parts. It was established that when the event occurred, the surgical light did not meet its specifications due to missing dust covers and missing screws of the spring arm which contributed to the event. Provided information does not indicate if upon the event occurrence, the device was or was not being used for patient treatment. When reviewing similar reportable events for the same device type, it was confirmed that in the last 5 years, registered for the issue of missing dust covers and missing screws on powerled and hled surgical lights, there was no event which led to the serious injury. Comparing the number of claimed devices to number of sold devices worldwide, we can assume that the failure ratio is low for missing screws issue and moderate for missing dust covers. A root cause analysis was performed by subject matter experts, and it was established that the dust cover was probably missing due to non-conformity of the metal covers assembly, degradation of the metal covers or improper use (collision with another device). Maquet sas analysis shows that the metal strip comes out of the covers when it is not clipped properly. Manufacturer initiated also a modification file (e131106) to include this dust cover fitting procedure in the technical documentations with all spring arms. The operating manual (powerled¿s IFU 01581 rev. 9, page 29) includes the instructions to pre-position the arms prior to use, in order to prevent damages. Correctly positioning the light before each operation will limit the chances of it coming into contact with other objects. The powerled¿s user manual (powerled¿s IFU 01581 rev. 9, page 20) also mentions to check that the metal half-rings on the spring arms are in place in their slots, during the daily check and recommends that when a problem is noted, the user should contact technical support. With regards to the fixing screws issue, subject matter experts at manufacturing site also performed an analysis. As they stated it was detected that the screw on the spring arm cover was loose. This screw is responsible for attaching the cover to the spring arm structure. The manufacturer of the spring arms, ¿ondal¿, led several tests on a spring arm performing 20.000 cycles of up and down movement. The test with a loosened screw, with a complete turn back, shows that it is the only case where the screw continues to loosen. Based on the analysis of the cases reported, several cases were detected, all delivered in the same hospital, on a period less than 1 year after the installation, the other cases were detected more than 1 year after the installation. The cases detected after more than 1 year after the installation correspond to a lack of inspection during the yearly preventive maintenance. The loosening detected on a period less than 1 year after the installation probably corresponds to a manufacturing issue, due to an incorrect initial tightening on the production line. This device was manufactured in 2011 therefore the problem occurred after more than 1 year from the manufacturing date. According to the information provided by the getinge technician, no maintenance has been carried out on the device since it was installed in 2014. Therefore, in this case we consider the root cause of the problem as a user error and lack of regular inspection and proper preventive maintenance activity. To prevent the loosening and the fall of the screw, the technical manuals indicate to check all the fixing screws and to check the hold of the spring arm covers during yearly preventive maintenance (maintenance manual for powerled nt_01582_en_08, pages 254-255). The screw has a long threading, its loosening is visually detectable during cleaning or during yearly preventive maintenance. As improvement measure, since october 2019, the spring arms covers are assembled, on the product line, with tuflok coated screws. In any case, by design, the nylon patch of this screw acts as a mechanical locking and prevents the loosening and the fall of the screw. We believe the related devices are performing correctly in the market. We also believe that if the manufacturer¿s recommendation had been followed the incident could have been avoided.

Event description:
Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The initial reporter was getinge technician. Additional information will be provided following the conclusion of the investigation. H3 other text : device not returned to manufacturer.

Event description:
On (B)(6) 2023 getinge became aware of an issue with one of surgical lights - powerled 500. It was stated the screws of the spring arm covers and the small sheet metal cover were missing. We decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination or serious injury.